Manufacturer narrative:
Additional information was added: the lot was manufactured from august 08, 2019 - august 12, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the port cover of three (3) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were detached resulting in leaks. This was identified after compounding. There was no patient involvement. No additional information is available.